Manufacturer narrative:
The reported events were loss of capture, lead damage, and helix mechanism issue. As received, a complete lead was returned in one piece. Visual examination found the helix partially extended and clogged with blood/tissue. The reported events of helix mechanism issue and lead damage were confirmed. X- ray examination of the helix mechanism found the helix stretched/damage consistent with procedural damage. The cause of the reported events of helix mechanism issue and lead damage was isolated to the helix being damaged. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies except for procedural damage.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that right ventricular (rv) lead exhibited failure to capture and it could not be retracted or extended. It was also observed that the lead had damaged. The lead was ultimately not used and replaced with new lead. Patient condition was stable.